Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. Customer stated that they were able to clear alarm. Customer was able to complete rewind. Customer was unable to exit preparing to prime loop. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed displacement test, basic occlusion test. Unit alarmed a33 during prime/a33 test due to faulty force sensor resistor. Unable to verify no delivery or occlusion alarm or perform excessive no delivery test and occlusion test due to prime anomaly.